Manufacturer narrative:
(B)(4). Event description continued: the other non-abbott guide wire was withdrawn and another ht command 300cm guide wire crossed the lesion. However, an armada 14 balloon dilatation catheter (bdc) and other non-abbott bdcs were unable to cross the lesion due to heavy calcification. During the procedure, coating was observed to be coming off of the 2nd ht command guide wire; the guide wire was withdrawn and it was unable to be determined if any coating material separated and remains inside of the patient vasculature. While failure to cross with the armada 14 did not contribute to a clinically significant delay, the ht command guide wires contributed to a delay; more than 4 hours had passed since the procedure started, the procedure was aborted, and the patient was not treated. There were no adverse patient sequelae. No additional information was provided. Concomitant products: guide wire: astart9-40 (asahi-intecc); other: corsair microcatheter; prominent microcatheter. The additional ht command guide wire mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned and the reported peeling polymer was confirmed via returned device analysis. Based on the visual, dimensional, and chemical analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the warning section of the hi-torque guide wires for percutaneous transluminal angioplasty (pta) instructions for use (IFU) states: this device is not designed for use with atherectomy devices. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that during the procedure to treat a heavily calcified chronic total occlusion (100% stenosed, 200-millimeter (mm) long lesion) in the 2mm diameter posterior tibial artery (pta), after approaching the popliteal artery with a 5 fr long 55-centimeter sheath, a high-torque (ht) command 300cm guide wire was advanced toward the pta using a non-abbott micro catheter, however, the ht command was unable to cross the lesion due to the heavy calcification and was withdrawn. An attempt was then made to cross the lesion using a non-abbott guide wire; this non-abbott guide wire failed to cross the lesion and was exchanged for another non-abbott guide wire. The 2nd non-abbott guide wire also failed to cross the lesion and was withdrawn. The same ht command guide wire was then re-advanced to the peroneal artery using the non-abbott micro catheter, then an unspecified cutting balloon was advanced over the ht command and used. The ht command was then advanced to the pta via trans-collateral approach. As the ostium of the collateral was almost at a 90-degree angle and very occluded, external manual compression was applied while the ht command was inserted very slowly, finally reaching the pta, but was unable to cross past the pta due to the calcification. The ht command was withdrawn from the collateral vessel. The wire rendez-vous method was used to insert the ht command into another non-abbott micro catheter, but the ht command still failed to cross. The ht command guide wire was withdrawn and when attempting to re-shape the tip, the polymer jacket came off.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported peeling polymer was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional, and chemical analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.